Event description:
It was reported that towards the end of the breast biopsy, the blue cable had broken off and had exposed wires. Case was completed with the samples taken.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.